Event description:
During a follow-up interrogation, inconsistent data regarding avb was found in aida. The device remains implanted.

Manufacturer narrative:
(B)(4) - this event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4) inconsistent data in aida. Since the device remains implanted, the programmer files were reviewed. The reported behavior was confirmed. However, without additional files, no final conclusion can be drawn to explain the reported behavior. No pt safety issue was reported. (B)(4). Reportedly, inconsistent data regarding avb were found in aida upon device follow-up on (B)(6) 2008. Pt files for incident day were retrieved and sent for analysis. The reported behavior was confirmed. One pt file from implantation day ((B)(6) 2008) would have been necessary to complete the analysis, but unfortunately, on (B)(6) 2009, it was confirmed that no additional file would be recoverable for this implant. Without these files, no final conclusion can be drawn to explain the reported behavior. Therefore, the most probably hypothesis is: on (B)(6) 2008, the programmer used had correct date and time: consequently, the day/night limits were properly set in the implant, during the following months, avb episodes were recorded and classified with the corresponding time count. On (B)(6) 2008 interrogation, the programmer that was used had wrong date and time: times associated to episodes were shifted, but the avb episodes table still displays episodes as classified when recorded.